Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) had fluid loss. The ipp was not inflating. It was noticed that the device did not have rigidity. The device is still implanted, and a surgery will be performed. No patient complications reported.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) had fluid loss. The ipp was not inflating. It was noticed that the device did not have rigidity. The device is still implanted, and a surgery will be performed. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).